Manufacturer narrative:
On 24 november 2016 the (B)(4) performed a clinical evaluation and commented as follows: early infection in cementless tha, few weeks after primary operation. Infection is a known possible adverse event following every surgery, including tha's. The stem has subsided significantly, although no postoperative x-ray is available and the quality of the reported one is disgraceful. The information that only the polyethylene liner has been replaced is rather odd. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 25 november 2016. Lot 160252: (B)(4) items manufactured and released on 12 april 2016. Expiration date: 2021-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The patient had a staph. Infection. The surgeon washed out the hip and swapped the poly. The surgery was completed successfully. X-rays are available. Explants are not available.